Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details.

Event description:
It was reported that during placement of the stent in the external iliac artery complementary to a prosthetic iliofemoral crossover bypass, the distal end of the vascular stent failed to deploy. The stent delivery system was removed. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device it could be confirmed that the deployment mechanism had been used. The stent was found to be deployed inside the introducer sheath. The handle as well as the deployment mechanism were found to be fully functional. The deployment mechanism was found to have been fully activated. On the basis of the condition of the returned device, it could not be determined when and why the stent was released inside the introducer sheath and why a stent deployment at the treatment site was not possible. The inner catheter was found to be fractured inside the released stent which is considered a consequence of the stent deployment inside the small introducer lumen. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging placement site may result in high friction during the attempt to release the stent and subsequent deployment failure. As reported, the vessel had been pre-dilated. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used." And "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Sample was received. Updated 'eval code & desc - conclusion 1'; evaluation was completed.

Event description:
It was reported that during placement of the stent in the external iliac artery complementary to a prosthetic iliofemoral crossover bypass, the distal end of the vascular stent failed to deploy. The stent delivery system was removed. There was no reported patient injury.